Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that the patient faced eight infusion set tubing was detached from hub event on 24-07-2024. The infusion set was in use for less than one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).